Event description:
It was reported that the implantable cardioverter defibrillator (ICD) lost radio frequency/cellular telemetry in (B)(6) which was unaddressed. In (B)(6) the patient received an inappropriate shock due to elevated heart rate from physical activity. The device was programmed to address this issue. On (B)(6) 2022, the patient received another inappropriate shock. Device interrogation revealed that the ICD was in bvvi due to a misinterpretation of the loss of telemetry as a cybersecurity attack. Programming changes were performed to restore device from bvvi and restore telemetry. The patient condition was stable.